Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a hole in the balloon was noted. A 15mm x 2.5mm maverick2 balloon catheter was selected and during preparation outside of the patient's body, a hole was noted in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that before an unknown procedure, the outer seal was bent and the device could not fit. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Bent universal reducer cap post the analysis results found that the device was received with the reducer cap post of the universal seal assembly bent; thus, the universal seal assembly could not be latched onto the sleeve assembly. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.